Event description:
It was reported the pt received low battery warning notifications on several occasions. It was also reported the pt lost adequate coverage over time. As a result, the pt's ipg was explanted and replaced. Stimulation was regained post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.